Event description:
The customer contact reported a separation. On an unspecified date, the option-lok male adapter of a primary plumset was connected to the female adapter of the extension tubing set and was to be used to deliver 250 ml of 0.9% normal saline, at an unspecified rate via a plum pump. It was reported that during priming of the tubing sets prior to patient use, the tubing separated from an unspecified location of the extension tubing set. The extension tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device from an unspecified lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.